Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were having issues with the transmitter not blinking when connected to the sensor. When the customer removed the sensor, the sensor was retracted. The sensor cannula was missing. Customer's blood glucose level was 3.8 mmol/l. The device was not returned.